Event description:
The patient reported having trouble keeping the v-go on her body, the v-go's are falling off after tern hours or less. Patient has been averaging two a day since (B)(6) 2020, after getting her prescription on (B)(6) 2020. The patient wears them on her abdomen.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive pad was inspected and found moderate adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified.